Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access disposable set over-infused during patient infusion. According to the report, a staff went into a patient¿s room to ¿total out¿ the IV pump, what they found was that the pump read ¿48.7cc was infused and that 196cc was left for the volume to be infused (vtbi)¿. However, the actual IV bag had only 20cc left inside the bag. It was noted that the IV fentanyl was less than expected. The solution being infused was IV fentanyl (non-baxter product). There was patient involvement, and it was reported there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.